Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that at one (1) week following a right (od) eye trabecular micro bypass stent system procedure, the patient removed the eye pad and subsequently reported experiencing "vision loss". During a follow-up examination, the surgeon observed postoperative hyphema (1/3) associated with iop increase. The surgeon performed an uneventful anterior chamber washout to address the hyphema and the stents appeared in the correct location. The patient was monitored without reoccurrence before being released. The patient most recent iop improved with no blood noted. Additional information has been requested.